Event description:
It was reported that during reprocessing of the mega suturecut needle driver instrument, it was noted that the wire was separated on one place and looped in another place. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idler. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found.